Event description:
The customer reported the patient was cannulated the previous night, and on (B) (6) 2010 the tube had an unspecified failure. A non-routine replacement of the tube was required. The tube was discarded.